Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history(DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device tested positive for the microbes as follows. - the distal end: no microbes growth. - all channels: burkholderia cepacia(51 cfu). There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the distal end of the subject device tested positive for coagulase-negative staphyloccocus (56cfu/endoscope). The device had been reprocessed with an olympus automated endoscope reprocessor model etd4 (not available in the USA) using peracetic acid. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels and the distal end of the subject device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.